Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyboard connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.